Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that any of the ethicon products involved (stratafix symmetric pds plus suture) caused and/or contributed to the post-operative complications: retro rectal hematoma, hernia recurrence, described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products (stratafix symmetric pds plus suture) used in this procedure? If so, please provide details. Which specific ethicon products (stratafix symmetric pds plus suture) have been used during the procedures (product code, lot number)? Patient demographics? The single complaint was reported with multiple events. There are no additional details regarding the additional events. No product available for return. Citation: hernia (2022) 26:1541¿1549; https://doi.org/10.1007/s10029-022-02626-6. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: title: extended totally extraperitoneal (etep) treatment for lateral primary and incisional hernias. New approach to old problems . The purpose of the study is to describe the extended totally extraperitoneal approach for treating lateral primary and incisional hernia and show its results in a prospective series of cases. Between november 2018 and december 2021, 34 patients treated surgically for lateral primary and incisional hernia using the extended totally extraperitoneal approach were included in the study. 38.2 percent were males and 61.8 percent were females. The median age was 65 years old and bmi, 29.9 kg/m2 (range, 22.1¿47.1). During the procedure, the hernia sac was reduced into the abdominal cavity and fascia defect is closed using stratafix¿ symmetric pds plus suture 0 size, 15 cm length (ethicon) peritoneum is closed when necessary, using non-ethicon 2¿0 barbed suture. Middleweight macroporous non-ethicon polypropylene mesh (manufacturer: unknown) is generally used. When peritoneum cannot be fully closed, non-ethicon titanized polypropylene mesh (manufacturer: unknown) can be used. No fixation system is used, and the operation is finished emptying the extraperitoneal cavity under direct vision controlling the adequate extension of the mesh. No drains are placed routinely. Reported complications included retro rectal hematoma (n=1) and hernia recurrence (n=1). In conclusion, extended totally extraperitoneal to treat lateral hernias is feasible and reproducible showing good results in terms of hernia recurrence and complications. A further prospective randomized clinical trial is needed to support these results.